Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported erosion through vaginal wall, damage to bladder wall and urethra. The patient underwent removal operation on (B)(6) 2017. The patient reported that the surgeon could only do a partial removal and will discuss further surgery when patient is seen for follow up. The patient reported they have been left in severe pain and reduced mobility. No additional information was provided.